Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician inadvertently placed a single chamber implantable pulse generator (ipg) instead of a dual chamber ipg. The physician subsequently explanted and replaced the single chamber device with a dual chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.